Manufacturer narrative:
Update to d9: device available for evaluation changed to yes and receipt date added. Update to h4: added manufacturing date. Updated h6 updated investigation codes investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes. All devices yielded the expected negative results. Returned devices from the reported lot number were also tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes. All devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. It was reported that a timer was not used when performing test and that it was unknown when the results were read. Due to the sensitivity of the test, results should be read between 3 and 4 minutes only. Test lines can appear over time. Failure to do so may impact the results of the test. This deviation could not be ruled out as a possible cause of the reported issue. Complaints are tracked and trended on a monthly basis. Per the package insert: - read the result at 3-4 minutes. A sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region after an extended period of time. A line in the test region seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. - this test provided a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Pending results of investigation.

Event description:
On (B)(6) 2022: patient presented to the facility for urinary tract infection (uti) testing. A patient urine specimen was tested on the medline hcg urine cassette and a false positive result was obtained. Another two tests were performed with the same patient and two additional false positive results were obtained. Confirmatory blood test provided a negative result. Exact result and methodology not provided. No treatment was provided or withheld based on the false positive results. No adverse outcomes occurred.

Manufacturer narrative:
Update to d4: UDI added. Update to d9: device available for evaluation changed to no. Update to h3: although requested, devices not returned. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes. All devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. It was reported that a timer was not used when performing test and that it was unknown when the results were read. Due to the sensitivity of the test, results should be read between 3 and 4 minutes only. Test lines can appear over time. Failure to do so may impact the results of the test. These issues could not be ruled out as possible causes of the reported issue. Complaints are tracked and trended on a monthly basis. Per the package insert: - read the result at 3-4 minutes. A sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region after an extended period of time. A line in the test region seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. - this test provided a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.